Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Customer stated the pump may have been stepped on. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (approximately 400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.